Event description:
The customer reported a burning smell and an error with channel 8 pair. This resulted in a no boot situation and a loss of imaging functionality. This could cause the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger board was replaced during the service call. The system was tested and found to be working as intended and put back into service.